Event description:
It was reported that the customer's insulin pump alarmed motor error several times, and the drive support cap was loose. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.